Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 110 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no a21 or a17 alarms noted. The insulin pump passed self test and a21 error test. The insulin pump has minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.